Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgical staff realized that a monopolar curved scissors (mcs) tip cover was missing from the mcs instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted. The customer was reportedly searching for the mcs tip cover and they was questioning if the item was radiolucent. The customer was informed that the item would not appear in an x-ray. Isi has performed multiple follow-ups to request additional information related to the event. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover was not returned for analysis. At this time, it is unknown if the item was found, or if it fell inside the patient's anatomy and was retained. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the surgical staff could not find the mcs tip cover during a da vinci assisted procedure. At the time of the customer call, they were searching for the item. Although isi performed multiple follow-ups to determine the outcome, the location of the mcs tip cover remains unknown. It is also unknown what caused the mcs tip cover to be misplaced, potentially coming off of the mcs instrument unexpectedly.